Event description:
During a da vinci si hysterectomy procedure, the or staff reportedly found a wire disconnected from the mega suturecut needle driver instrument. The or staff also indicated that the broken portion of the instrument was retained within the instument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found one grip close cable was broken at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. Other cables at the instrument's wrist were not damaged. Additional observation not initially reported by the site were scratches on the surface of the distal pulley. Engineering was unable to conclude how the damage occurred. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.